Event description:
The pump was returned for tubing set misloaded errors. Upon investigation, the complaint was confirmed. The pump displayed tubing set misloaded error when a mock infusion was attempted, the fva pins were observed to be not actuating properly. An internal investigation showed the rocker axle was not only broken but had a bend to it. The fva housing was damaged in the course of removing the rocker axle and will also need to be replaced during the repair process.

Event description:
The following has been reported: biomed reported: I have another pump with a tubing set misloaded, pump has been cleaned and power cycled. No patient harm or stopped infusion pump sn# (B)(6). A preliminary review of the logs identified the following issue: mechanical hardware failure (av spring cage). An active infusion was not stopped (per a review of the logs). Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.